Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that the alarm occurred during fill tubing. The customer stated that the issue was resolved with reservoir change. The customer was not able to troubleshoot. The reservoir will not be returned for analysis.